Event description:
It was reported that during preparation for a peripheral procedure, a guide wire fracture occurred. The lesion was located in a peripheral artery. While loading a stent onto the choice pt guide wire, the proximal end of the guide wire fractured. The event occurred outside of the pt and the device was not used. The procedure was successfully completed with another of the same device. No pt complications were reported. Pt status is reported as "fine."

Manufacturer narrative:
The guide wire has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.